Event description:
It was reported that this patient has a history of increased capture threshold measurements. Recently, it was indicated the patient may have received an inappropriate shock due to supraventricular tachycardia (svt). The patient was hospitalized where a cardioversion to correct the patient's rhythm was performed to resolve the event. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient has a history of increased capture threshold measurements. Recently, it was indicated the patient may have received an inappropriate shock due to supraventricular tachycardia (svt). The patient was hospitalized where a cardioversion to correct the patient's rhythm was performed to resolve the event. Recently, the physician performed another cardioversion due to the patient's frequent svts. At this time, the system remains implanted and in-service. No additional adverse patient effects were reported.